Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider (hcp). Regarding when the patient almost died twice because the pump was turned off and not turned back on, it was noted that had occurred 4 years ago and 2 years ago. Refer to MFR report # 3004209178-2018-03071 regarding alternate event. Regarding the event having occurred 2 years ago, the date 2016 (B)(6) is considered an approximate date of event (year known only). It was noted that on both times, the pump was turned off for magnetic resonance imaging (MRI) and the patient experienced hypotension before the pump was turned back on. It was noted that the first time the patient was in the emergency department. The second time was in the hcp¿s office and the hcp kept her afloat for a few hours only. Regarding if the cause of the patient almost dying was determined, the hcp indicated not to their knowledge, but the last time the hcp turned off the pump for an MRI was in (B)(6) 2018 and the hcp turned it back on about six hours later and this time she had experienced a lot of pain for a week after. Regarding if each instance of the patient almost dying was resolved, the hcp stated they think so. The patient¿s weight at the time of each event was described as being approximately (B)(6) pounds.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for spinal pain. It was reported that the patient's healthcare professional (hcp) usually turned the pump off because of her MRI (magnetic resonance imaging) then turned it back on after. The patient "almost died" with the pump because she had the pump turned off and not turned back on. No further complications were reported.